Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Cardiac tamponade is the compression of the heart due to increase fluid up in the pericardial sac (pericardial effusion) and is life threating condition. The pericardial sac surrounds the heart and allows the heart to expand and pump with ease. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic, it can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries.  In transapical patients, post-operative pericardial effusions are common, most will resolve spontaneously, and some may require an intervention. The cause for the cardiac tamponade, could not be determined. However, procedural factors (device manipulation) and the events described above may have contributed to the event.  There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate through a clinical study, post procedure of a 26mm sapien 3 valve in the aortic position, the patient experienced a cardiac tamponade. Hypotension was noted and a drain was placed. Hypotension was resolved immediately. The drainage was left in situ, and the patient was transferred for post management care. The patient was stable and uneventful recovery. Per report, the exact cause of the cardiac tamponade is unknown.